Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) reported this ra lead was capped (B)(6) 2018 due to pacing failure and high impedance >2000 ohms.